Manufacturer narrative:
As reported, the patient was diagnosed with right breast cancer recurrence post-implant of galaflex. The surgeon did not identify any causal relationship between the cancer patient experiencing a recurrence and the galaflex implant used to treat the patient. In an abundance of caution,  events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2019 patient was implanted with galaflex. On (B)(6) 2020 a nodule found on breast. Biopsy performed and patient was diagnosed with right breast cancer recurrence. On (B)(6) 2020 identified clear margins, but breast cancer reoccurrence with vascular invasion confirmed on immuno-stains. Subject underwent chemo post recurrent diagnosis with rapid decline in health. On (B)(6) 2020 patient passed away. As reported, the treating surgeon identified the condition of the recurring cancer as not caused by the use of the galaflex (p4hb) implant used to treat the patient.